Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was unable to charge after receiving an eri message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn (B)(6). The returned ipg was analyzed and patient data was retrieved using an external power source due to the depleted battery condition. The ipg (implantable pulse generator) was in service for about 2 months with an energy use index (eui) range of 100, and the expected range would be about 4 months per the direction for use. With all the available information, boston scientific concludes that the reported event was confirmed however root cause could not be determined. A review of the patient data revealed a sudden battery plunge with a high vh (high voltage) voltage at one time. The incident shortened the devices longevity significantly.

Event description:
It was reported that the patients ipg had no charge after receiving an eri message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.